Manufacturer narrative:
The event was determined to be a non-complaint. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multisystem organ failure. The death was not thought to be device or therapy related.